Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported tingling in their legs and is wondering if it could be device related. Patient said this started shortly after getting their second ins put in. It was reviewed that it could be device related and the patient should discuss this with their healthcare provider (hcp) and try turning stim down to see if it helps. Patient will follow up with their hcp.